Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin. Net transmission with the atrial lead exhibiting high impedance, high capture, sensing anomaly and noise. No additional information was available.